Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the meter had an error 1 message that couldn't be cleared. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 device evaluation: the meter has been returned to animas and evaluated on 05/04/2015 with the following findings: there was moisture damage observed on the usb connector and inside the battery compartment. The meter did not power on. The alleged meter 1 error could not be investigated due to the damage. (B)(4).